Event description:
The manufacturer received information alleging a ventilator was not maintaining tidal volume. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator was not maintaining tidal volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and manifold, lcd, and active exhalation control module were replaced to address the issue.

Manufacturer narrative:
Section b4 (date of this report) of previous report should be 17-apr-2023 which was incorrectly mentioned as 17-apr-2022.